Manufacturer narrative:
Product event summary: the balloon catheter, afapro28 with lot number 66769, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 10 applications on the day of the event. The catheter failed the performance test due to a system notice 50005 "the safety system has detected fluid in the catheter and stopped the injection." Unfortunately, the cause of the leak was not found. The dissection test showed a kink on the guide wire lumen at 0.7215 inch from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to a kink on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.